Event description:
A surgeon reported his patient's lens decentered following intraocular lens (iol) implant surgery. Add'l info was requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 09/26/2008. A completed questionnaire was received.